Event description:
Procedure type: mastectomy. According to the reporter: dehiscence - patient had to return to or because suture knots unraveled. Suture was removed, seroma had occurred. Patient status ok.